Manufacturer narrative:
Continued: this device is classified as import for export, therefore 510k is not applicable for this specific device. Similar device being sold in the USA epk-3000-us with a 510k # k172156. (B)(4). We will continue to investigate this situation and if necessary, file a supplemental repoort. Due to memo and policy change effictive july 1, the new awareness date for this MDR will be july 1, 2021. The dt was reassessed as FDA reportable on june 28, 2021.

Event description:
Pentax medical was made aware of an event which occurred in asia pacific region involving pentax video processor model epk-3000 sn: (B)(4). The event reported on 26jan2021, stated the processor was installed and the main lamp failed to light. The abnormality was observed in the procedure room before use. There was no adverse event reported with this complaint. No additional information was provided. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.